Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to obtain an ECG signal. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). Device evaluation: the device was returned to an approved service provider for evaluation. The customer's report was observed and attributed to contamination of the device with debris, smoke and impurities when exposed to hospital fire. The color cable, grounding paddle spring, ECG connector and external paddles will be replaced as a pre-caution. The device was recertified and returned to the customer. Reports of this nature are not considered to meet our requirements for the submission of a medwatch report due to no potential for clinical impact. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device obtained a noisy ECG signal. Complainant indicated that there was no patient involvement in the reported malfunction.